Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing soft cannula infusion set and cartridge, then resumed insulin therapy, and was educated by technical support that cartridge was labeled for use for up to 72 hours, which customer understood and acknowledged.